Manufacturer narrative:
Analysis found that there was a motor failure. The motor cable assembly did not pass the earth resistance test. The bur could not be inserted into the handpiece. The handpiece was not tested for overheating, therefore the reported allegation could not be confirmed. The motor cable assembly and several other components have been (preventively) replaced. The device has been successfully tested according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the bur was unable to fit in the handpiece and the handpiece overheated whilst drilling during the procedure. There was no troubleshooting done to resolve the issue and the case was completed using an alternative drill. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.